Event description:
It was reported that there was a coupling problem and a communication problem. It was noted that the implantable neurostimulator recharger (insr) antenna did not appear to be functioning appropriately. It was noted that a day prior to the call the patient was getting a ¿recharge implantable neurostimulator¿ (ins) icon on the screen. It was noted that the antenna cord was exposed and broken wires were visible. It was noted that the last time the patient recharged was a week prior to the report and they had a hard time recharging their ins due to its position. It was further reported that the patient did not have concerns with their device or therapy. It was noted that the patient was unable to charge their implantable neurostimulator (ins) and their ins was fully discharged. It was noted the patient¿s ins had migrated twice to a peculiar position and this made it difficult to charge efficiently. Please refer to manufacturing report # 3004209178-2013-21936 as the patient has 2 implantable neurostimulators and it is unclear as to which one the allegations were referring.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005; product type lead, product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3986a60, lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3986a60, lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 37791, product type recharger; product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.